Event description:
During laparoscopic abdominal wall and hernia surgery, the integrated video system identified in this report interprets color and details incorrectly and produces an image which does not allow for safe surgery to be continued. The anatomical colors, while initially correct, degrade over time to uniform dark reds and browns and non-anatomical fluorescent pink. An intended bilateral inguinal hernia surgery on the date identified was concluded after only one side was treated due to the degradation of image quality and the surgeon's inability to distinguish anatomical structures inside the tissue planes. This has been experienced before multiple times on multiple pts with this system since it was received new in (B)(6) 2018 and one other system identical to it in similar types of surgery. At the end of this procedure, a partially blood soaked white sponge was visualized laparoscopically as grey sponge material with brown blood, upon removal the colors were white and red.